Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 595 mg/dl. The customer stated that she was not feeling well and vomiting leading up to the hospitalization. She was admitted and treated with intravenous drip. The customer's mother stated that there was a crack by the insulin pump's battery compartment and screen. The most recent blood glucose reading was 236 mg/dl. The customer's mother declined troubleshooting assistance for high blood glucose, as the insulin pump would be replaced due to the physical damage it sustained. The caller did not know how the damage had occurred but noted that the device had been dropped in the past. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.